Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "unable to clear the continuous irrigating fluid mode" (free or unrestricted flow). The facility biomedical engineer reported that during surgery, the surgeon was unable to clear the continuous irrigating fluid mode. The staff switched out the system and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The touchscreen bezel seal was replaced and disposed of. The touchscreen assembly was recalibrated. The system was then tested and met all product specifications. (B)(4).